Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. It is visible on the log files there are several warning messages were logged on. - alarm 301 -watchdog failure, firmware running, alarm 309 - nurse call failed, alarm 305 -communication to cfb and alarm 352 -persistent data corrupted. Requested to restart the device and run the ventilation on a test lung for 24 hours then after that everything went well. Alarm 301 -watchdog failure and alarm 309 - nurse call failed occurred once more during the start up. New main electronics were sent to the customer. Update received from the customer, issues were resolved after the repair.

Event description:
The customer reported that the user has connected too high o2 supply pressure to the machine and now there is a high leak sound hearable inside the machine and it seems that no o2 is getting to the blender and o2 sensor. The customer also reports that the problem occurred again after approximately 4.5 hours of running ventilation on a neonatal test bag and screen was blinking and not working. There is no patient involvement associated with this event.